Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: bending section cover has a scratch, adhesive on bending section cover has a chip, due to damage on forceps elevator lever(surgical products); bending section cannot be fixed firmly, video connector has a scratch, video connector case has a scratch, light guide cover glass has a scratch, indication on light guide connector is not correct, light guide connector has a scratch, switch 1 has a scratch, due to wear of angle wire; bending angle in up direction does not meet the standard value, angulation lever has a scratch, forceps elevator lever(surgical products) has a scratch, right/left plate has a scratch, up/down angulation lever plate, grip has a scratch, control unit has a scratch, and the right/left lever has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex video scope had an image defect. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image was generated due to damge to the video connector board, the image becomes pitch black and does not appear due to damage to the imaging unit and damage to teh electtrical contacts being scraped. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested events, ¿no image due to noise¿ and ¿screen becomes dark and shows no image¿ were confirmed. The root cause cannot be identified. However, the probable cause was likely due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The instructions, operation manual ¿preparation and inspection: inspection of the endoscopic system¿, chapter 3, section 3.8, identifies the following related verbiage which could have prevented the phenomenon: inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.